Manufacturer narrative:
A philips field service engineer evaluated the device. The reported issue was verified and a malfunction in the ECG was identified. The device's bootup and charging functions were also checked and found to be functioning properly. However, when examining the ECG function, a failure was identified. It was determined that the issue was with the ECG lead cable. The cable was replaced, and the ECG function was tested and found to be working properly. All functions were also tested and found to be functioning properly. The device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG lead cable. The reported problem was confirmed. The ECG lead cable was replaced to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the ECG waveform was abnormal. There was no patient involvement.